Event description:
Status post bilateral probably subglandular inframammary gels (unk type, size, MFR - no records) for augmentation. States that they were always hard and denies any history of trauma or decrease in size. Reports that 4 mos ago developed a lump in the left subareolar area. Md decided to observe it and it disappeared and then recurred, tender. The lump has disappeared once again, but the pain persists. It is sharp. Also notes some neck/shoulder arthralgias/myalgias, headaches, memory problems, weight gain, otherwise healthy.